Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, a discrepancy was observed between the aortic pressures displayed on the console and peripheral pressure measurements. Left ventricular systolic and diastolic values were also inaccurate. The console was replaced for troubleshooting; however, the signal discrepancy persisted. Support was continued despite the alarms. The device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. There were no data logs returned. The product was returned and there were no damages or abnormalities seen. The 5s parameters were within specification and no placement signal not reliable alarms were reproduced. However, since field logs were not returned, the initial calibration of the sensor can not be seen and it can not be confirmed if the user applied an offset, influencing the calibrated g0 from the lab run. Due to lack of data logs returned, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.